Manufacturer narrative:
Updated data: d9 h2 h3 product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the valve was returned loaded inside the delivery system. The valve was removed from the delivery system and forwarded to the santa ana return product analysis lab. The valve was received in a heart valve return kit jar fully submerged in clear 0.2% glutaraldehyde solution. The valve was discolored showing evidence of blood contact. The valve was received in a compressed state. All leaflets were slightly stiff yet flexible creases were found on all leaflets. All leaflets appeared open with a gap between the free margins. All commissures appeared intact. The valve was submerged in warm saline. A validated production inspection fixture (evolutr frame fixture 23mm) was used to verify the frame size diameter. It appeared the inflow crowns were far from the inner diameter of the black limit. The retained compressed state of the valve may be associated with the valve being crimped inside the capsule of the delivery system for an unknown duration. Post market engineering was notified of this observation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10. Section d references the main component of the system. Other relevant device includes: brand name: evolut fx dcs; product ID: d-evolutfx-2329 (lot: 0012558056); product type: 0195-heart valves; non-implantable device. Other medical products in use during the event include: product ID: l-evolutfx-2329 (lot: unknown); product type: 0195-heart valves; non-implantable device. Select patient information cannot be included in the regulatory report due to regional privacy regulations.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter heart valve procedure, a 23 mm transcatheter aortic valve was initially chosen due to the patient's narrow left ventricular outflow tract, despite the annulus being within the range for a 26 mm valve. During implantation, the 23 mm valve did not achieve adequate contact with the annulus and could not be properly positioned. The patient developed ventricular fibrillation and was defibrillated. Subsequently, a 26 millimeter valve was used, which fit perfectly on the first attempt.

Manufacturer narrative:
Updated data: d9 h2 h3 h6 product analysis: upon receipt of the concomitant product complaint device at medtronic¿s quality laboratory, visual analysis showed the delivery catheter system (dcs) was received with a valve loaded within the capsule. The device was received with the capsule partially opened. There was a slight bend to the capsule. Delamination was observed over the nitinol reinforcing frame along the capsule. The handle appeared intact. The device was returned with the end cap/screw gear snap fit connected. On retraction of the capsule via the rotation of the actuator, the returned valve deployed with a crown overlap. The handle appeared to retract and advance the capsule. The trigger moved to fully advanced and retracted positions and locked in place when released. The tip-retrieval mechanism appeared intact. The inner member shaft and spindle hub appeared intact with no evidence of damage. Images were provided for review of the patient¿s aortic annulus and left ventricular outflow sizing. A 23 mm transcatheter aortic valve was initially chosen due to the patient's narrow left ventricular outflow tract, despite the annulus being within the range for a 26 mm valve. The 23mm valve did not achieve adequate contact with the annulus and could not be positioned properly. A 26mm valve was then used and fit perfectly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.